Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. In last 4-6 months battery life has diminished and when the customer switches them out, the entire system reset where she has to rewind and reset the whole thing. The customer was assisted with troubleshooting, the insulin pump will be returned for analysis.